Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose of the customer was 200 mg/dl and went up to 400 mg/dl. The blood glucose of the customer at time of incident was unknown. The customer was treated for high blood glucose. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. The customer declined troubleshooting. The insulin pump will not be returned for analysis.